Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: the battery cap was not returned; therefore, a test cap was used to complete testing. Investigation revealed a cracked battery compartment below the bumper pad. The display screen also had a pinkish contrast. (B)(6)

Event description:
Investigation revealed a cracked battery compartment below the bumper pad. The display screen also had a pinkish contrast. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/13/2015.